Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient underwent an unspecified back surgery using rhbmp-2/acs. Post-op, the patient developed "serious problems. Some of the problems include pain,mental anguish, and nerve injuries."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient was pre-operatively diagnosed with spondylolisthesis grade ii l5-s1 and underwent the following procedures: posterior lumbar interbody fusion l5-s1. Nonsegmental spinal stabilization using polyaxial pedicle screws with instrumentation system at l5-sl bilaterally. Interbody fusion device implantation at l5-s1 (peek cage). Autograft for lumbar spine fusion surgery, local, same incision. As per op-notes,¿ we were able to expose the disk space annulotomy performed, cleaned out the disk space went across the midline. It was felt that it was best to just put in a single cage more toward the midline. Put some rhbmp-2 and local bone graft over toward the opposite side. Filled the cage with rhbmp-2 and put it in place. Only 22 mm long but 10 mm high felt because of the offset of the slip it was best to do this and not to try the longer cage. Pushed this toward midline so we could restore some lordosis. Put in pedicle screws using combination of direct vision and fluoroscopic imaging.¿ the patient tolerated the procedure well without any intraoperative complications.